Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the kyphoplasty surgery due to osteoporotic compression fracture at l1-l2. Intra-op, balloon ruptured at low pressure (160psi) in soft bone well below specified limits. There were no patient symptoms or complications as a result of this event.